Event description:
Customer reported her insulin pump alarmed motor error and then no deliver three times. She was able to clear the alarms. Customer also reported a hospitalization for low blood glucose on (B)(6) 2014. She stated she had the flu and could not keep anything down. Her blood glucose was 50 mg/dl when admitted. She stated she did not think to remove the device to prevent her from going low. Regarding the motor error, the device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. The no delivery alarms were resolved by changing infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).